Manufacturer narrative:
Section b5: additional information. No further information was provided. The manufacturer is closing this event.

Event description:
The patient's infection was first noted on (B)(6) 2018, (reported in MFR. Report # 2916596-2020-03889). The patient had a driveline infection. No further information was available.

Manufacturer narrative:
(B)(6). The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's infection resolved with sequela. The patient had persistent disability of chronic infection with suppression therapy of cotrim forte medication. The patient's white blood cell count on (B)(6) 2018 was 7.17 tsd/microliter. Suppression therapy with cotrim forte medication was started on (B)(6) 2018 and was ongoing.